Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted, and the patient was referred to their clinic for a potential change with the implanted device. Additional information was received that this system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. No adverse patient effects were reported. At this time, this device system remains in service.